Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to unspecified reasons. A new 14mm x 16cm spp device was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.